Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release.

Event description:
Note: this report pertains to the one of four mantis clips that were used in the same procedure. It was reported to boston scientific corporation that a mantis clip device was used in the stomach for lesion during a gastric endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, when attempting to bring one side of the mucosa and submucosal layer closer to the opposite side by pulling up the coil sheath, the tip of the coil sheath caught on to something and could not be pulled as expected. It could not be removed, therefore it was released on-site. Another three of the same devices were opened and the same problem occured. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the one of four mantis clips that were used in the same procedure. It was reported to boston scientific corporation that a mantis clip device was used in the stomach for lesion during a gastric endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, when attempting to bring one side of the mucosa and submucosal layer closer to the opposite side by pulling up the coil sheath, the tip of the coil sheath caught on to something and could not be pulled as expected. It could not be removed; therefore, it was released on-site. Another three of the same devices were opened and the same problem occured. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received on december 9, 2024: it was clarified that the coil sheath that they are referring to is the coil catheter, and they were not able to move it, as it was caught on something, due to that they premature deployed the clip onto the site.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h2: correction: block b5 (describe event or problem) and block h6 (device codes) has been updated based on the additional information received on december 9, 2024, making this no longer a reportable event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release.